Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The technical support specialist (tss) found that the issue had been resolved by the bhb digital health solution centre and emailed this information to the customer. The tss also confirmed with the customer that there were no issues and everything was working fine on their end. The system functioned as intended after the technical support specialist resolved the issue on the device.

Event description:
It was reported that when using the bd pyxis¿ es server drawer was failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.